Event description:
It was reported that during a prostate procedure," low power - wasn¿t vaporizing properly and low beam" @19,188 joules of use and 8:20 minutes. The fiber was exchanged and the case was completed. Patient outcome: "no injury" to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).